Event description:
It was reported to philips that the device had a therapy knob failure message. The customer replaced the therapy switch and the error continued. There was no reported patient involvement/adverse patient impact.